Manufacturer narrative:
(B)(4). Date sent: 5/7/2026 correction: h6 and d4 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. D4; batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure to correct patient¿s medical history of achalasia of cardia on (B)(6), 2022. "The size of the needle to be used was too large to be placed in the abdominal cavity¿ and so ¿the doctor removed the camera that was being used during the procedure from the patient so that the needle could be inserted in the intra-abdominal cavity. After the camera was re-inserted inside of the patient, the surgeon discovered that he had caused a hole in the esophagus. Due to this new hole in the esophagus, the surgeon was forced to do a laparotomy. During the laparotomy, the surgeon fired an endostapler to close submucosal and circular muscle layers cut open during the procedure, but this caused further complications.¿ patient¿s surgery extended into 13 hours and ¿when she woke up from the surgery, doctors informed her that she had become partially paralyzed in her arms and hands. In addition, she lost all feeling in her tongue, which remained swollen for over a month. To date, she does not have full use of her left hand and she can only move two fingers on her right hand. Furthermore, as a result of the above, patient suffers from serious neurological damage.¿ at this time, it is unknown whether the stapler used in surgery was an ees stapler or a stapler from another manufacturer.